Event description:
In 2004, customer reports that 3 contrast extravasations (optiray 320, 125ml) occurred in a row some 1-2 mos ago. All pts recovered. There were 2 females and 1 male. There were no hospital admissions. Amount that extravasated was unk but customer indicated that possibly the pt received 90-100cc, the other 2 {90cc. Details are sketchy. She was very vague with the info provided and indicated the incident reports are not available and that this is all that would be provided. She indicated the injector had been serviced by lf on four days earlier, and no problems were found.

Event description:
In 2004 customer reports that 3 contrast extravasations (optiray 320, 125ml) occurred in a row some 1-2 mos ago. All pts recovered. There were 2 females and 1 male. There were no hospital admissions. Amount that extravasated was unk but customer indicated that possibly the pt received 90-100cc, the other 2 20c. Details are sketchy. She was very vague with the info provided and indicated the incident reports are not available and that this is all that would be provided. She indicated the injector had been serviced by lf on four days prior to original date, and no problems were found.

Event description:
In 2004, customer reports that 3 contrast extravasations (optiray 320, 125ml) occurred in a row some 1-2 mos ago. All pts recovered. There were 2 females and 1 male. There were no hospital admissions. Amount that extravasated was unk but customer indicated that possibly the pt received 90-100cc, the other 2 20c. Details are sketchy. She was very vague with the info provided and indicated the incident reports are not available and that this is all that would be provided. She indicated the injector had been serviced by lf on four days earlier, and no problems were found.

Manufacturer narrative:
Our fse visited the hospital to evaluate the unit. The injector performed as designed, no problems found. Injector returned to full svc by the customer.